Manufacturer narrative:
Device was received with intermittent button response due to corroded keypad traces. Device passed the self test and the displacement test. No stuck button alarm noted during testing. Device was also received with case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The button was stuck. Customer's blood glucose level was 5 mmol/l. The device was not returned.